Event description:
The customer reported that she was hospitalized with a high blood glucose of 495 mg/dl. The customer stated that she felt nauseous, sick, and was vomiting prior to the event. The customer felt like she was going to pass out, and called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Later, the customer returned a survey, saying that had spent two separate weeks in the hospital and several days in ICU due to sporadically leaking reservoirs and failed insulin pumps due to leaks into the motor. The customer stated that the insulin pump was a blessing for her, but there were flaws that she felt the customer was aware of. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.